Manufacturer narrative:
Failure analysis investigation was unable to replicate the customer reported complaint. There was no damage found on the returned green disc. The green disc (fragment) was the only part returned. This complaint is being reported due to the following conclusion: a fragment (the circular green disc) from the trocar broke off and fell into the patient.

Event description:
It was reported that during a da vinci robotic supracervical with uterosacral colpopexy surgical procedure, that while inserting all trocars, a circular green disc fell into the patient. The circular green disc was retrieved from the patient without incident. On (B)(4) 2014, intuitive surgical inc. (Isi) contacted the initial reporter of this complaint. The initial reporter confirmed that a green seal, or disc from the green reducer cap, fell into the patient. The fragment was retrieved laparoscopically during the same da vinci surgical procedure. No additional medical intervention was required to retrieve that fragment. The planned surgical procedure was completed. The patient has not returned to the hospital due to experiencing any post surgical complications as a result of the fragment falling into the patient. There was no adverse event, harm or injury to the patient.